Manufacturer narrative:
The insulin pump was received with no vibrator alert due to broken red wire on vibrator motor. The insulin pump has minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a vibrate anomaly. Customer states insulin pump does not vibrate when using bolus wizard. Customer's blood glucose was unknown. During troubleshooting, customer confirms that vibrate mode was on and batteries were not low. Insulin pump did not pass vibrate test. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.